Event description:
Chief tech notified quality sys of a blood leak from cracks in the header cap during dialysis. Blood was seen coming from the screw threads. The blood loss was estimated at 100 ml for the pt. There was no adverse effects to the pt and no med intervention was indicated. The leak reportedly began one to two hrs into the dialysis with a reused dialyzer, reuse 17. The crack(s) were described as "large", running half way around the circumference of the header cap(s). 22 has been the maximum allowable uses within the facility, however the number has just been increased to 30 uses. A second dialyzer, same lot, was found to have a crack before the 16th use. This was saved for eval, as the complaint sample involved in the pt event was discarded by the end user. 3/6/98 the sample rec'd at the mfg site was not this lot number.